Event description:
It was reported that the pt underwent a mini-invasive spinal procedure at l4-l5 to implant posterior fixation. The first rod was seated successfully, the second rod did not get through to be advanced in the screw head. The procedure was changed to an open case and completed successfully. No further incident was reported.

Manufacturer narrative:
(B)(4). Patient: surgical incision, enlargement. Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.